Event description:
It was reported that during a laparoscopic splenectomy procedure, the surgeon used the device to cut and staple the splenic artery, but changed the cartridge from b to w. After grasping the splenic artery, the closing trigger was hard to close and then the firing trigger was hard to fire. After firing, both of the triggers would not release. This caused active bleeding of the vessel and artery, as well as severe tissue trauma.